Event description:
It was reported that, during a debridement surgery, after using a versajet exact assy, 45 degree x 14mm for five minutes, a lot of water came out of the handpiece and then it was not possible to continue using it. The procedure was resumed, after a significant delay, with a s+n backup device. No patient injury was reported due to this issue.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, therefore an assessment could not be performed. A documentation review was performed. Manufacturing records and processes. The manufacturing records and processes for the reported batch contain no contributory factors, records confirm that this batch was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. Complaint history and escalation actions. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, find the combination or product, event type and associated harms are anticipated, with no updates required. The probable cause remains unknown, factors may include an internal component failure. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.